Manufacturer narrative:
H6; code 400: anvil separated from the tube. Results of evaluation: conclusion; based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was returned with the anvil dislodge from the crimp in the tube. The anvil was reattached, the instrument was cycled, fired, cut, and formed the staples within design specification. The anvil crimp was examined and was found to be conforming to design specification. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
During a laparoscopic assisted vaginal hysterectomy, the tsw35 was fired for the second time and reloaded with a white cartridge. The scrub tech tried to close the jaws of the device by pulling the closing trigger and it would not close. A second device was opened to complete the case and the cartridge from the first device was used. There was no consequence to the pt.